Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was from 25 mg/dl to 30 mg/dl. Customer states that at morning blood glucose was 49 mg/dl, 70 mg/dl. Customer also states that insulin pump had pump error software error detected. Customer assisted for self test and self test was passed. The insulin pump will not be returned for analysis.